Event description:
It was reported that the customer was receiving a weak signal alert on the insulin pump, making the customer unable to upload insulin pump data. The customer's blood glucose was 107 mg/dl. The customer further stated that he received a message saying that the insulin pump was unable to communicate with the sensor. The customer had also received an unexpected restart alarm. Troubleshooting was done. Advised customer to monitor the insulin pump and call back if the issues recurred. Nothing further reported.

Manufacturer narrative:
Pump passed displacement test and unexpected restart test and no unexpected, unexpected restart error alarm noted. Unit was communicated properly with minilink transmitter sensor and glucose sensor simulator. No unexpected weak signal alarm noted. Unable to download history file using carelink pro due to displayable history crc check failed on startup alarm found in alarm history screen. Displayable history crc check failed on startup error alarm due to corrupted history file. Unit had minor scratched lcd window and cracked reservoir tube lip.